Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified left circumflex artery. A 10mmx2.75mm wolverine coronary cutting balloon and a 10mmx2.75mm flextome cutting balloon were selected for use. The wolverine cutting balloon was inflated at 6atm and 8atm consecutively. However, at second inflation, it was noted that the balloon ruptured. The device was replaced with the flextome cutting balloon, which was inflated at 6atm, 10atm and 12atm consecutively. However, at third inflation, it was noted that the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.